Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the bent cannula, or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 481 mg/dl while wearing the pod longer than 48 hours. The patient reported cannula being bent/kinked, while wearing it on the arm. For treatment, the parent changed out the pod, and gave a correction bolus. The ketones were negative, and the pod was discarded.